Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) administered two shocks for atrial fibrillation conversion. After the second shock, a warning screen was displayed stating a possible shorted condition with low impedance occurred. The device is scheduled for replacement.